Event description:
The hospital reported that 2 heartstring seals failed; however, no further information was provided regarding the failure mode. No patient effect was reported by the hospital. In 2007, the devices were received, and it was noticed that the first seal looked like it did not deploy and the second seal was cracked. Both malfunctions are reportable malfunctions. This report is for the first seal.

Manufacturer narrative:
Investigation details: the visual inspection shows that the tension spring assembly still loaded inside the deployment tube and plunger was depressed. It was also observed that the tension spring assembly has been pushed forward by plunger. The failure that the seal would not deploy is confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.